Manufacturer narrative:
Additional information was received. Section b7 was updated. Section h6 and b3 were corrected. Per the patients history and physical for surgical intervention, approximately 1 month post tavr, the patient began to experience sweating during the night and in the morning, with tingling and numbness of both hands which continues. A cardiac MRI and tee were performed revealing a subaortic vsd with a 2:1 left to right shunt and moderate paravalvular aortic regurgitation. Left ventricular size and function were normal and the right ventricle was not significantly dilated. There was mild mitral valve insufficiency. The patient had some sob, chest tightening, and is off balance at times. Approximately 1.5 months post valve implant, tte showed a percutaneously implanted bioprosthesis in the aortic valve position. There is no aortic stenosis. The dimensionless index is 0.59. The aortic valve area, by the continuity equation, is 2.18 cm2. The aortic valve area index is 1.3 cm2. There is moderate paravalvular aortic regurgitation. Small hypoechoic void superior to aortic valve (av). Color flow seen in that area. There was possible paravalvular leak into adjacent sov vs vsd. Tee one month later showed increased fatigue and per tte ovl and possible vsd. Tee showed no pfo, no asd, atrial septal aneurysm. There is a bioprosthesis in the aortic valve position. There is mild to moderate paravalvular aortic regurgitation. The vena contraca of paravalvular regurgitation measures at 0.3cm. By continuity equation, the aortic valve area is estimated at 2.5cm2. The maximal prosthetic aortic valve gradient measured is 17mmhg. There is flow from the level of the bioprosthetic aortic valve into the right ventricle. Cannot rule out a ruptured sinus of valsalva (possibly aneurysmal) vs periprocedural shunt. This correlates to the flow seen in the tte one month prior. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the vsd could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through implant patient registry, approximately 3 months post implant of a 29mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the valve explant is unknown at this time.